Event description:
It was reported that tandem mobi pump battery would not charge after customer jumped into pool while wearing pump and then left pump in sun. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.